Manufacturer narrative:
Patient height is (B)(6) cm and (B)(6) bmi. Event date is unknown since we do not know when the infection occurred. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review was performed for the subject device lot number 9026387. Manufacturing location: (B)(4). Date of manufacture: 27.jun. 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had original surgery on (B)(6) 2017 for treatment of a left proximal tibia fracture. Patient was originally implanted with one (1) 3.5 mm variable angle (va) locking compression plate (lcp) proximal tibia plate and ten (10) variable angle locking screws. Post-operative, on an unknown date, patient presented with an infection. On (B)(6) 2017, surgeon removed all implants and revised the patient to a competitor¿s device. It was reported that no fragments were generated during implant removal. Surgeon performed a debridement procedure at the wound site. It was also reported that the surgeon found a tip of a pencil imbedded in the skin at the wound site. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. This is report 1 of 11 for com-(B)(4).

Manufacturer narrative:
Additional classification code: hwc. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.